Event description:
Dr has seen pt over the past 6-8 years. He has a past history of cervical intraspinal lipoma that he has had surgery on a few occasions. He has developed severe spasticity and recently underwent baclofen pump placement. He was found to have a fracture in the line of the baclofen pump. He is currently admitted for outpatient operation to replace the baclofen pump tubing.